Event description:
Surgeon was using a 3.5mm spherical arthroscopy burr when metal flakes were noted in the visual field. Surgeon removed the burr from the joint space and noted that the tip was missing. Tip was located in the pt's right ankle and was removed without difficulty immediately by the surgeon.